Manufacturer narrative:
Arjo was notified about an event with involvement of the maxi move passive lift and the sling. It was reported that during the patient¿s transfer from the wheelchair to the bed the patient slipped out of the sling sustaining abrasion to scalp, bleeding from back of head and rib fractures. Following the information received, the resident was lifted from the wheelchair (seated position) to about a bed height. When the resident was clear of the wheelchair she unexpectedly slipped out of the sling landing on the floor on the left side. Arjo representative visited the customer site to collect additional information and evaluate involved devices. There were no abnormalities found within the lift nor the sling that could have caused or contributed to the patient¿s fall. Both devices worked as intended. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed possible factors which could lead to the to a person sliding out from the sling: using an inappropriate size of the sling (several sizes off) - this scenario can be excluded as it was established that the sling involved in the event had appropriate size for the patient involved. - a wrong application of the sling (e.g.: wrong type of the sling used, wrong position of the resident/patient arms). It was also indicated that the resident was left suspended for a few minutes as the staff needed to change the battery for the another charged battery. The sling instructions for use contains crucial information: "warning: to avoid injury, make sure that the patient is not left unattended at any time."; "the patient's physical disabilities, weight distribution and general physique needs to be taken into consideration when selecting a sling"; "make sure that: (¿) all straps are straight (not twisted), the patient lays comfortably in the sling" (¿) place the leg flaps underneath the patient's legs"; "make sure that: the sling is centred and flat without creases (¿) sling pieces are not twisted underneath the patient"; "warning: to avoid injury, make sure the patient's arms are placed inside of the sling"; "warning: make sure straps are not caught by wheelchair or lift castors". In summary, the maxi move passive lift and the sling were used as a system for patient handling at the time of the event and in that way contributed to the event. Based on the performed evaluation of the device conducted by arjo representative who visited the customer site there was no technical deficiency found. This complaint was decided to be reportable to the competent authorities due to patient fall and a serious injury occurrence.

Event description:
Arjo was notified about an event with a maxi move passive lift. It was reported that during the patient¿s transfer from the wheelchair to the bed caregivers heard three beeps from the maxi move lift. They left resident suspended for a few minutes while one caregiver went to grab another battery. A new battery worked and the transfer was continued to lift to about bed height. Once they were clear of the wheelchair they surprisingly noticed that the patient slipped out of the sling landing on the floor on her left side. Both caregivers reported that the clips did not come undone during the transfer and the patient¿s entire body fell through the hole where the buttocks rests. All 4 clips were still attached to the spreader bar and stays were in the sling at the time. The patient¿s buttocks hit the floor first then her head hit the lift. The patient sustained abrasion to scalp, bleeding from back of head. The patient was taken to the emergency room and was deemed to have five rib fractures (#2-6). She was released and is back to the facility on pain management.

Manufacturer narrative:
After the incident an arjo qualified representative visited the customer to conduct an interview and the device inspection. The lift and sling were found in overall good condition. Additional information will be provided in the final report upon investigation conclusions.